Event description:
A provider reported that high lead impedance (dc dc 5) was observed via system mode diagnostics. Output status was indicated to be "ok." Normal mode diagnostics were performed and gave a reading of dc dc 4 with output status "ok." Follow up with the treating neurologist indicated that since the patient is experiencing no adverse events and has good seizure control the provider and family wish to monitor the patient's condition at the present time and re-evaluate the patient in 3 months. No x-rays will be taken nor any intervention at this time.

Event description:
It was reported that the patient was referred for generator and lead replacement. Surgical intervention has not occurred to date.

Event description:
Additional information was received that the patient underwent a full replacement. The explanted lead has been received for analysis. Analysis is currently underway but has not been completed to date. No additional or relevant information has been received to date.

Event description:
Product analysis on the lead was completed and approved. The lead was retuned in three portions. On the second portion, an abraded opening was observed on the outer silicone tubing. A slice mark was observed on the outer tubing and a puncture mark was observed on the outer silicone tubing. The third returned portion shows the negative electrode quadfilar coil appeared to be broken about 23 mm from the electrode bifurcation. The white (+) and green (-) electrode ribbons appeared to be stretched. Scanning electron microscopy was performed on the connector end of (-) green electrode quadfilar coil break (found at 23 mm) and identified the area on one of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and fine pitting. Pitting and residual material were observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The abraded opening, puncture mark and slice mark found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing.